Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the power supply. The ventilator passed self-testing.

Event description:
The customer reported that an 840 ventilator generated an error for a loss of communications. The ventilator was not on a patient at the time of the event.